Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed inside of the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, it is possible that device reprocessing could not sufficiently be performed due to observed deformation of the channel mount, likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus evis exera colonovideoscope. During inspection and evaluation, the air/water channel is clogged. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection. The following findings were noted during device evaluation: bending section glue is separated, connecting tube has wrinkle 10mm from glue, channel mount is deformed, switch button rubber 1 is wear and tear, and biopsy channel wear and tear replacement as preventive maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.